Event description:
It was reported that the patient ams ambicor penile prosthesis (app) pump was not working. The app was removed and replaced with a new one. The patient was fine after procedure. Additional information received stated that the patient was dissatisfied with the pump because was difficult to use.

Manufacturer narrative:
B5 updated. Same patient as MFR #: 2183959-2019-63698. Returned product consisted of 12.5mm x 18cm (p) ambicor fgs. Visual inspection found a leak in cylinder 1 due to input tube wear and interaction with a sharp instrument. Cylinder 2 and the pump passed functional and visual inspections. The reported leak was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams ambicor penile prosthesis (app) pump was not working. The app was removed and replaced with a new one. No further issues reported in relation to this event.